Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and possible metal wear.

Manufacturer narrative:
Liner: (B)(4). Added: (patient).

Event description:
Update: jul 28, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges discomfort. After review of the medical records for the MDR reportability, patient was revised to address pain, fluid accumulation around her metal-on-metal articulation, and some disruption of her muscle attachment. Revision notes reported thick, tough scar tissue, a copious amount of fluid, and some mild to moderate erosion inside the femoral head. Clinical notes reported of hip stiffness. There were no laboratory results for metal ions. This complaint was updated on aug 10, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and sticker sheets received. In addition to what were previously alleged, ppf alleges psuedotumor, metal wear/metallosis confirmed in medical records. Updated patient codes.